Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited undersensing of the patient's ventricular fibrillation (vf) due to low amplitudes. The crt-d failed to provide a shock due to undersensing and the patient was externally defibrillated. Technical services (ts) discussed that after implant in 2021, the patient's r-waves dropped and there was a rise in capture threshold. Ts suspected a micro-dislodgement of this rv lead and discussed a lead revision may be needed. Ts also recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. Rv lead dislodgement was not confirmed. A defibrillation threshold (dft) test was performed and was successful.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited undersensing of the patient's ventricular fibrillation (vf) due to low amplitudes. The crt-d failed to provide a shock due to undersensing and the patient was externally defibrillated. Technical services (ts) discussed that after implant in 2021, the patient's r-waves dropped and there was a rise in capture threshold. Ts suspected a micro-dislodgement of this rv lead and discussed a lead revision may be needed. Ts also recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.